Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat bladder leakage and mesh was implanted. It was reported that following insertion the patient experienced constant bloody vaginal discharge, constant cramping, vaginal odor, recurrent utis, abdominal pain, mesh erosion, recurrent prolapse, bladder spasms, urinary urgency, urinary incontinence, voiding difficulties, urinary frequency, and vaginal tenderness following the procedure. It was reported that patient underwent mesh revision/removal on (B)(6) 2004 and on (B)(6) 2012 due to constant bloody vaginal discharge, constant mild cramping, pain, recurrent urinary tract infections, and a bad vaginal odor. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with bilateral modified sacrospinous fixation with iliococcygeal hitch, neovagina with graft on the anterior pelvic wall, urethropexy, cystoscopy and calibration and partial colpectomy due to complex vaginal vault prolapse, uterine prolapse with cystocele, rectocele, enterocele and intrinsic sphincter deficiency. It was reported that the patient underwent fistulotomy, fistulectomy, marsupialization of the fistula in anal, drains, and perirectal abscess on (B)(6) 2008. It was reported that the patient underwent mesh removal on (B)(6) 2012 with bilateral uterosacral suspension, vaginal paravaginal repair, lysis of adhesions, cystoscopy & total vaginal hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and ivs tunneler product were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.